Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, the ipg was explanted, replaced, and the pocket site was relocated on (B)(6) 2019. The patient has effective therapy postoperatively.